Event description:
It was reported that during an unknown procedure, the device did not effectively staple tissue in the jaw. The surgeon used 4-0 prolene to repair the staple site. There were no adverse consequences to the patient.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.